Manufacturer narrative:
This product is registered as a combination product.

Event description:
During the implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. The stylet was forced out and the lead was damaged in the process. A new lead was used to complete the procedure, and the patient was stable with no consequences.

Manufacturer narrative:
The reported events of the stylet being unable to be removed from the lead, and lead damage due to excessive force were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found the connector pin and crimp sleeve pulled out of the connector assembly which is consistent with procedural damage. The cause of the reported event of lead damage was isolated to procedural damage. The cause of the reported event of the stylet being unable to be removed from the lead was isolated to the bunching of the stripped stylet, polytetrafluoroethylene (ptfe) coating and inner coil.